Event description:
It was reported that the patient underwent a revision procedure due to blocked pump with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted.

Manufacturer narrative:
Device analysis: the pump was visually inspected and leak tested. No leaks nor blockages were identified; however, the pump was functionally tested and failed the 8lb. Activation test therefore requiring more than 8lbs. Of force to activate. Although a blockage was not identified this functional test failure would result in the user experiencing difficulty pumping the device which could present as a blockage to the patient. The pump malfunction was therefore concluded to be the most probable cause of the reported events. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a revision procedure due to blocked pump with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted.